Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient¿s battery was not working. It was also reported that the ins was taking too long to charge and was not reaching a full charge. The patient reported that they were only getting 2 of 8 coupling bars when they were attempting to charge. It was reported that the patient was not getting any coupling bars on (B)(6)2017. When the patient rotated the antenna disk, the patient got full coupling. No symptoms or complications were reported.